Event description:
Meter does not power on. Patient felt dizzy and there is no information if the patient experienced the symptoms while testing. Patient's relative took patient to the hospital where patient was treated with glucose. There is no information on what the blood glucose reading was when patient arrived in the hospital. There is also no information on how long the meter did not power on for. The battery was over a year old; therefore the patient replaced the batteries and the meter still would not power on. Customer service sent the patient a replacement meter. This case is being reported as a malfunction, since the power issue was not resolved.